Manufacturer narrative:
The side rail was returned to the manufacturer and will be tested. Results will be provided in the final report. (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation is ongoing. The product return is in progress. Results will be provided in the final report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of an event involving a citadel plus bed frame. The customer reported that during morning care, the patient was asked to turn onto her side in bed. She placed her left leg over her right leg and used her left arm to hold onto the side rail to assist with turning. While she was turning, the side rail at the foot end of the bed folded away. As a result, the patient slid out of the bed onto her stomach. She came to rest partially in and partially out of the bed, with her torso supported by the collapsed side rail. She then continued sliding down onto the floor, landing on her stomach and partially breaking her fall with her arms. The patient sustained a bruise and a graze on her left leg. No further medical examination was performed.

Manufacturer narrative:
No issues with the side rails were found during the inspection conducted by the arjo product engineer. The side rail operated normally. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forecefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use (IFU 831-374) states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, unintentional activation of the blue release lever can cause the locking pin to shift from its intended position, and this user interaction is required for the issue to occur. The component¿s performance allows such movement when the lever is pulled quickly and forcefully. Despite this, the side-rail design remains compliant with iec 60601-2-52 safety and performance requirements. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. The patient fell off the bed and sustained minor injuries. UDI: (B)(4). The device is distributed outside the us and no gudid information exists. Device evaluated by manufacturer was corrected.